Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a 55 mm abdominal aortic aneurysm. It was reported that follow up CT approximately eight years later showed a type ia endoleak. As per the physician, the cause of the event is due to disease progression of the neck. No additional clinical sequelae were reported, and the patient is being monitored.